Event description:
It was reported that during urination, pt believes they voided a piece of the blue sterile plastic from the catheter packaging that was approximately 2 to 3cm long. The catheter was inserted and taken out about 11 a.m. The following day. A cystoscopy was done 4 days later. There were no further findings reported following the cystoscopy.